Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-04026. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention and the leads were explanted and replaced.

Manufacturer narrative:
The event of drg lead revision due to lead migration was reported to abbott. Lead migration was confirmed via x-ray. The leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.